Manufacturer narrative:
(B)(4). The device was evaluated on site on (B)(6) by the baxter specialist in the company of the facility chief of the department and clinic personnel. Evaluation of the device indicated the device was programmed at 6:30 am (9ml/hour) and stopped at 10:30 the same day. The infusion rate was changed to 215ml/hour resulting in the infusion being administered in 1 hour and 10 minutes. Mis-programming of the device was noted. The device functioned as programmed. Review of the device indicated at 1:00 am the next day, the device program appeared to have been manipulated to erase data. Reportedly, the child received an unknown solution in 2 hours resulting in administration of 800mg/dl glucose. The patient was stabilized (unknown interventions), examined, and discharged on (B)(6) in stable condition. The device functioned as designed. The hospital did not provide further information.

Manufacturer narrative:
(B)(4). The device was evaluated by the facility. Results of the internal evaluation indicated the device was initially programmed at 9 ml per hour. The infusion was started at 6:30 and stopped at 10:30 that day. The infusion rate was changed to (215ml/hr) resulting in the total amount to be infused in 1:10 minutes. Reportedly the pump was incorrectly programmed. The device was working fine. Reportedly the facility has determined the issue was due to user error. The hospital will not provide further information. This code is manufactured for distribution outside of the u.s. And therefore does not have a 510k number but is being reported as the same or similar to a product manufactured, sold or distributed in the us. The device has been sequestered and has been requested to be returned to the baxter product analysis lab (pal) for evaluation. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4).corrected information:date in initial MDR should have read: (B)(4) 2011.

Event description:
On (B)(6) 2011 a report was received from a costa rican baxter specialist related to a colleague pump that over infused dextrose 10% in a newborn patient resulting in an elevated blood glucose of >800 during patient hospitalization. The medication was programmed to infuse at 9 ml per hour over 24 hours. Medication was administered, to restore the blood glucose level to normal levels. Unknown labs and procedures were performed. Results are unknown. The baby's outcome was good and the glucose levels reached normal. No other events were reported and baby left the hospital the next day after the report.